Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08747. It was reported that the rotawire became separated. The patient was undergoing a percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink burr and a 330mm rotawire were selected to treat the target lesion. During the procedure, while external to the patient, the rotawire became separated resulting in damage to the burr. Another wire could not be advanced through the rotalink, therefore both devices were exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the device returned fractured in two sections. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: both samples presented the failure site at an area with evidence of wear reduction. Sample 1 presented evidence of torsion and tension overload as mode of wire failure. Sample 2 presented evidence of torsion, bending and tension overload as mode of wire failure. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08747. It was reported that the rotawire became separated. The patient was undergoing a percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink burr and a 330mm rotawire were selected to treat the target lesion. During the procedure, while external to the patient, the rotawire became separated resulting in damage to the burr. Another wire could not be advanced through the rotalink, therefore both devices were exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
MFR site name corrected from boston scientific ¿ (B)(4) to boston scientific - (B)(4). (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08747. It was reported that the rotawire became separated. The patient was undergoing a percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink burr and a 330mm rotawire were selected to treat the target lesion. During the procedure, while external to the patient, the rotawire became separated resulting in damage to the burr. Another wire could not be advanced through the rotalink, therefore both devices were exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's condition is stable.